Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient stated their device was not controlling their tremors. Patient services reviewed and patient confirmed their implant was on and ok. Patient confirmed their left side was set at 1.9 v and the right side was set at 2.7 v. Patient services reviewed patient may consider increasing stimulation to see if that helped. Patient then noted that they were initially set at 3.4 v on the right side and that controlled their tremors. Patient further noted that 3.4 v made them "tingly all over" when they turned their device on but it controlled their tremor. Patient stated now they could only increase to 3.1 v. Patient was getting an upper limit screen. Patient services reviewed that the hcp may have set a limit of patient's device. Patient stated they were really not sure if it was the anxiety he had or the device because they had tremors for so long. Patient stated they would start off by being okay when they tried to hold a spoon to eat then all of the sudden they started to shake a little bit then "boom it would start to take off." Patient stated they thought their anxiety may have had something to do with it. Patient stated when they were trying to eat it was usually when they had the problem. Patient's device was shown to be on with the ability to change the programming. Patient still could not get above 3.1 v. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the sudden return of symptoms occurred at a fundraising event with a buffet where they shook when they tried to eat. The patient had an appointment scheduled in june to resolve the issue. It was reported the upper limit was 3.1. The return of symptoms and upper limit screen issue had not been resolved at the time of the report.